Event description:
It was reported the device broke. The device was initially implanted (B)(6) 2009. Event details and pt impact unk at this time. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.